Manufacturer narrative:
Additional information was received on october 11, 2024. Replacement with mentor gel is planned with explant. In addition to the left sided capsular contracture reported initially, the patient also experienced right sided cutaneous contour deformity. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 26, 2024. The investigation of the returned device was completed by the failure analysis lab on november 27, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have two (2) tears on the posterior view, the tears (a) and (b) measuring approximately 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. Microscopic examination was performed on the edges of tears (a) and (b), and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with a 320cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, explant is planned for (B)(6) 2024.

Manufacturer narrative:
Additional information was received on october 29, 2024. In addition to the capsular contracture reported previously, the patient also experienced a seroma. There was an old seroma within the capsule. Reason for device explant and/or reoperation: capsular contracture / seroma. Manufacturer¿s reference number: (B)(4).